Manufacturer narrative:
Concomitant medical products: product ID: 3987a60, lot#: n375633, implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3987a60, serial/lot #: n375633, ubd: 15-feb-2017, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 11-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome(radi culopathies) and spinal pain. The patient reported that they had an infection in their neck and had their leads removed in (B)(6) 2015. Pt stated that they had new leads implanted in (B)(6) 2015. This conflicts with manufacturer's records for removal/replacement dates of leads.